Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, no communication could be established with the device. Device replacement was discussed. Patient was stable.

Event description:
New information received notes that the patient came into another hospital on january 2, 2019 for the device removal after the cardiologist noticed that the wound was not healing properly. Under fluoroscopy, no device was found in the body. On merlin, the last report received from the device was dated (B)(6) 2018 and it appears the device was out of pocket. Patient was stable.

Manufacturer narrative:
Correction: - patient weight should have been (B)(6) pounds instead of (B)(6) pounds.